Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported blank screen via phone call. The customer's blood sugar was 454mg/dl at the time of call. Trouble shooting was performed and found blank display. Advise to disconnect from the insulin pump. It was found the device had been dropped and exposed to outside moisture. Advised the customer to insert the new battery. Advised sending replacement battery cap as a courtesy to rule out any possible issues with the battery cap. Customer declined to trouble shoot for high blood glucose but stayed connected until it was verified the device was working receiving his bolus. The insulin pump will not be returned for analysis.